Manufacturer narrative:
On 5-jan-2021, the suspected medical device was returned for evaluation. Mentor received additional information regarding the catalog # and lot # of the suspected medical device. Initially, the suspected medical device was reported as a 800cc mentor memorygel breast implant (catalog #: 3505800bc). However, additional information indicated that the device was a 800cc mentor memorygel breast implant (catalog #: 3508001bc, lot #: 5703471). Initially, the date of implantation was reported as (B)(6) 2006. However, since the device was manufactured on 21-sep-2006, the date of implantation was estimated as (B)(6) 2006 based on the manufactured date. Follow-up is currently in progress to clarify the actual date of implantation. If additional information is received in the future, a supplemental report will be submitted. The relevant fields have been updated. On 12-jan-2021, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with the mentor procedures, and no leak sites were detected in the device. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with two 800cc mentor memorygel breast implant prostheses and experienced bilateral rupture and grade IV capsular contracture postoperatively. As a result, the patient underwent bilateral removal and replacement with two 630cc mentor smooth round high profile prostheses (catalog #: 3503630, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020. This report is for the left-sided prosthesis.